Manufacturer narrative:
Add'l info concerning this event, and the return of the explanted device was requested. However, at this time no response has been received. Based on the limited info received, device function was not associated with the cause for removal. In addition, all devices sold and labelled as sterile by procedures. Based on this, qa concludes that the implanted device was sterile prior to opening of the package and that the infection initiated from a source or sources other than this device. Because device evaluation would not conclusively confirm or disprove the report of pain and infection in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention.

Event description:
The device was removed due to "pain". "Necrotic tissue was removed from the tip of the penis", it was assumed that the entire device was removed concurrently with this event, however confirmation has not been obtained.